Event description:
During evaluation of a returned xenium dialyzer, it was noticed that bubbles were coming from the venous and arterial of the dialyzer. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This was found during sample evaluation for (B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed and no obvious defects were found. A leak test was performed and bubbles were inside the dialyzer at both the venous and arterial end of dialyzer, which were air bubbles. The sample was not confirmed for the reported problem and the root cause was undetermined. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. This issue is being investigated through CAPA.